Event description:
In 2009, our international affiliatewas notified of a complaint from a nurse reporting that one of her hemodialysis home patients had an issue with their av fistula set, product code 5m0569, lot number 07e12. The plastic wings separated from the needle. The nurse reported that the patient was found on the floor with part of his needle still in his arm and the plastic wings separated from the needle still on the tape. The tape remained on the patient's arm but the patient lost a fair amount of blood and was sent to the emergency room. However no blood transfusion was required. The needle and wings had completely separated.

Manufacturer narrative:
The device has been requested by baxter for evaluation. The facility stated the device will be sent for evaluation but has not yet been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
Nipro's manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed, and no defect was found. The retained samples of the lot concerned were checked visually by nipro, and no deformation/damage on the wing or abnormality on the adhesive condition of needle and wing was found. Also, the adhesive strength between needle and wing was evaluated. The result showed 57kgf. It had enough strength. The supplier couldn't determined the root cause of the reported event.baxter received 1 used fistula set product code 5m0569, lot number 07e12. The wings from the fistula needle were separated from the needle. Blood was in the needle, and no further testing could be performed. Baxter received another fistula set with product code 5m0564, lot number 07a16, which was similar to 5m0569 except that it has a fixed hub and 5m0569 has a rotating hub. Product code 5m0564 was functionally tested by sticking it 20 times in and out of cardboard (used as arm), and there was no problem with the plastic wings.